Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: qty: 18 of locking screw 20mm magenta cat# 100.035.20 lot#ni. Qty: 6 of locking screw 18mm green cat# 100.035.18 lot#ni. Qty: 3 of h plate 6 holes concave cat# 115.602.06 lot#ni. O plate 6 holes concave cat# 115.604.06 lot#ni. Multiple MDR reports were filed for this event, please see associated reports: 3010906386 - 2023 - 00025, 3010906386 - 2023 - 00026, 3010906386 - 2023 - 00027, 3010906386 - 2023 - 00028, 3010906386 - 2023 - 00029, 3010906386 - 2023 - 00030, 3010906386 - 2023 - 00031, 3010906386 - 2023 - 00032, 3010906386 - 2023 - 00033, 3010906386 - 2023 - 00034, 3010906386 - 2023 - 00036, 3010906386 - 2023 - 00037, 3010906386 - 2023 - 00038, 3010906386 - 2023 - 00039, 3010906386 - 2023 - 00040, 3010906386 - 2023 - 00041, 3010906386 - 2023 - 00042, 3010906386 - 2023 - 00043, 3010906386 - 2023 - 00044, 3010906386 - 2023 - 00045, 3010906386 - 2023 - 00046, 3010906386 - 2023 - 00047, 3010906386 - 2023 - 00048, 3010906386 - 2023 - 00049, 3010906386 - 2023 - 00050, 3010906386 - 2023 - 00051, 3010906386 - 2023 - 00052. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 weeks post implantation due to migration. Screws had pulled through the bone after the patient coughed. Hardware removed, washout, and rewire was performed. No additional information on the reported event is available at this time.